Event description:
The patient is pursing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the patient received an unknown durom hip implant on the left side in (B)(6) 2006 (exact date unk, assumed (B)(6) 2006) and is being advised to have revision surgery due to pain and a cancerous tumor.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided. As the patient has not been revised, the common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).